Event description:
The customer contact reported the pt received less tpn than expected. On an unspecified date and time a family member of the pt reported during a delivery of total parenteral nutrition (tpn) the device alarmed with the (B)(6) 2013 (motor under delivery) service alarm code. It was reported the device indicated the medication had been delivered; however, an unspecified volume of medication remained in the container. Specific pt info, pump programming, or event details were not provided. The device was removed from clinical service. Therapy was resumed using a replacement device that was delivered immediately. There was no reported adverse event. No medical intervention was required. No add'l info was provided.

Manufacturer narrative:
The device was received on 07/03/2014. Investigation is not complete. The device history was downloaded at the service center. A review of the most recent device history indicated on (B)(6) 2014 at 1511, the device was programmed in the tpn with taper up and down, to deliver a volume of 3500ml, with a 1hr taper up and 1hr taper down, with a total tpn time of 16hrs, a kvo rate of 2ml/hr and a 3550ml container size. The device continued in use at the programmed parameters. On (B)(6) 2014 at 1758 a new container is indicated. At 1802, the taper up began. At 1857, a low battery alarm occurred. At 1901, a power loss alarm occurred and the device was powered on. Between 1902 and 1907, the device alarmed 4 times with a (B)(6) 2013 (motor under delivery) alarm malfunction code, and was returned on 3 times. At 1907, the device powered off. The next power on was on (B)(6) 2014. This report represents all the info known by the reporter upon query by hospira personnel.